Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) logged in, removed the broken cubie pocket, and replaced it with a new one. The station was rebooted, and the customer was asked to log in. With only one failed storage space remaining the newly installed cubie pocket, but users were still unable to recover it due to permission restrictions. Pharmacy needed to recover the storage space when they arrive onsite in the morning. Fse tested the drawer using the hardware test application (hta); all qb pockets were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed to open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care there were no adverse events or injuries reported based on this event.